Event description:
The catheter broke and pt had to have three separate procedures. States pt had surgery to have port portion of broken port removed in surgery and the fragmented piece that traveled to the pulmonary artery was removed in 2002 in the cardiac cath lab at the facility. The third procedure was to have a new port placed for chemotherapy.